Event description:
It is reported that the pt underwent a bearing exchange with tricep repair. The revision surgery occurred in 2008, due to wear. During the revision surgery, the surgery was delayed approximately 30 minutes because, the first bearing kit that was used was too tight and was removed. It took two bearing kits to find the right size. Implant date is unk.

Manufacturer narrative:
Eval summary: the explanted devices were not returned for review, nor were x-rays. The cause of the reported wear cannot be determined. No part numbers of the previously implanted stems were provided. The complaint indicates that the revision bushing kit initially opened did not have the correct size components. There are different revision bushing kits for the various combinations of implant stems, as noted in document "revision/bushing replacement matrix." The exact cause cannot be definitively determined. Device history records indicate device manufactured to specification for the reported bushing kit.